Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-17013. The pt received 2 scs leads with the same lot number. It was reported the pt is experiencing leg overstimulation and ineffective back stimulation. A sjm rep was unable to resolve the issues with reprogramming. The ineffective stimulation issue has progressed over time. The pt's physician referred her to a neurosurgeon to discuss surgical intervention being taken to address the issues. F/u identified lead diagnostics showed low impedance values for the scs leads.